Manufacturer narrative:
Device data: medtronic led an evaluation of the associated device data for the reported surgeon console (sc). Evaluation of the device data indicates that the aca experienced robotic arm joint 5 (ra_j5) redundancy check failure triggering an error code ¿ra_j5 redundancy check¿, which prevented the tele-operation triggering the error code ¿teleop prevented¿. This means one of the limit switches on the z-slide got triggered while exceeding the expected position range. This is a non-recoverable error that prevents tele-operation of the arm from the surgeon console. Evaluation of the device data for the reported surgeon console confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. However, the investigation was able to identify the most likely cause as traced to a failure on the arm cart assembly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic thymectomy procedure, especially while the surgeon was mobilizing the thymus tis sue, the system displayed an arm 2 error when the surgeon attempted to insert the instrument. The arm was still able to move, allow instrument insertion, and complete calibration. However, after the instrument was inserted, teleoperation was not possible, and the instrument background remained white on the system display. The white background indicated that arm 2 did not complete the communication needed to activate teleoperation control, even though the physical insertion and calibration steps were successful. As a result, the system did not fully recognize the instrument for surgeon control. Troubleshooting was performed by undocking arm 2, rebooting the arm, and recalibrating it. After these troubleshooting steps, teleoperation was restored, the instrument display returned to normal, and the procedure continued without further issues. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic thymectomy procedure, especially while the surgeon was mobilizing the thymus tis sue, the system displayed an arm 2 error when the surgeon attempted to insert the instrument. The arm was still able to move, allow instrument insertion, and complete calibration. However, after the instrument was inserted, teleoperation was not possible, and the instrument background remained white on the system display. The white background indicated that arm 2 did not complete the communication needed to activate teleoperation control, even though the physical insertion and calibration steps were successful. As a result, the system did not fully recognize the instrument for surgeon control. Troubleshooting was performed by undocking arm 2, rebooting the arm, and recalibrating it. After these troubleshooting steps, teleoperation was restored, the instrument display returned to normal, and the procedure continued without further issues. There was no patient injury.